Event description:
A radial jaw was used for a diagnostic pulmonary biopsy. During the procedure, the forceps could not be closed as the result of a broken pull wire. The procedure was completed with another device.